Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that the contralateral leg component was deployed proximal to the flow divider of the trunk-ipsilateral leg component. The contralateral leg component caused an occlusion of the ipsilateral leg. A femoral to femoral artery bypass was carried out on an unknown date, approximately 2 weeks following the original implant.

Manufacturer narrative:
Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated, the proximal end of the contralateral limb appears to be above the level of the flow divider on the trunk-ipsi. The right side of the device appears to be occluded. It appears to reconstitute distally. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and endoprosthesis occlusion.